Manufacturer narrative:
The device was returned and the evaluation states that the parts had a premature failure, however, the complaints were not confirmed. MDR is being submitted as a result of a retrospective complaint review.

Event description:
The head tube bearings seized and fell apart causing damage to the front forks.